Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a decreased monitoring voltage. Premature battery depletion was suspected. A save to disk was performed and returned for engineering analysis. Ultimately, this crt-d was explanted, replaced and returned for analysis.